Event description:
Customer reported back to back results of 42mg/dl and 75mg/dl within 20 mins on their one touch profile meter (29mg/dl difference). No symptoms were reported. Control solution test reading was in range. The meter was replaced. There was no allegation of harm.